Event description:
The customer stated they received a questionable total bilirubin (t bili) result on their cobas c501 analyzer (serial number (B)(4)). The patient, (B)(6), had an initial t bili result of 15.7 mg/dl accompanied by a data flag. The analyzer performed an auto-rerun and the result was 5.0 mg/dl. The rerun result was reported outside the laboratory and considered to be erroneous. Two to three hours later, the patient had a redraw sample analyzed and the result was 16.9 mg/dl. The redraw sample is considered to be correct and was issued on a corrected report. There were no adverse affects to the patient as a result of this event. The field service representative could not determine the cause of the event. He performed instrument checks with passing results. The customer ran quality controls and the results were to their specifications.

Manufacturer narrative:
A specific root cause could not be determined. Based upon information provided, the most likely cause of the low second result was a sample pipetting problem. No adverse events were reported in this case.